Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 61 mg/dl at the time of admission. The customer used milk, juice, and protein to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer also reported transmitter issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong event date. The correction has been made with this report.